Manufacturer narrative:
Telephone (B)(6). (B)(4). Device evaluation: the tubing pack was not returned at the manufacturing site as it was discarded at the hospital; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the tubing pack were reviewed. The product was manufactured and released according to specification. Review of the sterilization records show there were no non conformances with respect to the sterilization process. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
A surgery center reported a cataract patient presented with toxic anterior segment syndrome (tass) when using the single pack disposable tubing model opo71. A brief description from the surgery center indicated the patient had descemet membrane edema symptom and steroid eye drops were prescribed. The surgery center reported the patient had recovered. No additional information was provided.